Manufacturer narrative:
Date of report(B)(6) 2019. Date of report (B)(6) 2019. Attempts were made to contact the customer and obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report sent: (B)(6) 2019. The customer troubleshot with tech support over the phone. The customer replaced the battery on the device to address the reported issue. The issue was resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30//2019.

Event description:
The customer reported that system would not power on, and a back up alarm failure was discovered on the event log. It was unknown if the audible and visual alarms functioned as intended. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.